Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Endotension. Also implanted in the pt (pcc121400/lot #0019607-06 and pcl161207/lot #0014403-06). Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis.

Event description:
As reported, in 2000, this pt was implanted with gore excluder aaa endoprostheses for an infrarenal abdominal aneurysm. In 2008, aneurysm enlargement was reported. A reintervention is scheduled for the following month, in which gore excluder aaa endoprostheses will be implanted to reline the previous implanted devices.